Event description:
It was reported that the abutment and screw broke off inside of the implant. The fragment was removed from the implant and the implant is fine.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification identified the screw was fractured at the thread area. Complainant reported that the abutment screw broke off inside of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been updated: d9: device available for evaluation h3: device evaluated by manufacturer h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.